Manufacturer narrative:
(B)(4). Please see associated MDR#: 9680794-2024-01121.

Event description:
It was reported "tvp kit recently that have had blood back flowing into the sterile sheath. The touhy borst wasattached and tightened as per nursing/staff. Despite this blood back flowed through the introducer sheath andinto the sterile sheath cover. In once case they could not aspirate or flush through the side port of the introducersheath. I do have the latest introducer sheath and pacer wire that was an issue (do not have touhy borst)." Additional information states that to continue therapy, another set was used. No patient injury or consequence reported . The patient's current condition is reported as "fine"

Manufacturer narrative:
(B)(4). Please see associated MDR#: 9680794-2024-01121. Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "tvp kit recently that have had blood back flowing into the sterile sheath. The touhy borst wasattached and tightened as per nursing/staff. Despite this blood back flowed through the introducer sheath andinto the sterile sheath cover. In once case they could not aspirate or flush through the side port of the introducersheath. I do have the latest introducer sheath and pacer wire that was an issue (do not have touhy borst)." Additional information states that to continue therapy, another set was used. No patient injury or consequence reported. The patient's current condition is reported as "fine".